Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer experienced a chipped tooth. The brush head is an accessory to the sonicare toothbrush. The serial and model numbers of the brush head were not provided. Additional contact information not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head came off of their toothbrush handle and chipped their tooth.